Event description:
It was reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug had loose wire clamps. The wire clamps were tightened. The system was tested and found to be working as intended and returned to service.